Event description:
A patient reported that approximately 13 months after an anterior cervical discectomy and fusion procedure was performed at c4/5 and c5/6, it was found, during a CT scan, that two screws fixating the interbody at c5/6 had fractured. Reportedly, there was no extreme force applied to the screws; however, the patient reported the screws fractured while engaging in nerve glide exercises. There is no indication that the fractured screws were removed; however, the patient report alleges the patient underwent a subsequent posterior fusion procedure as a result of the fractured screws. No additional information is available. Report 1 of 2.

Manufacturer narrative:
See related medwatch 2031966-2024 -00046. Additional information/updates: b3, b5, b7, d4, g1, g2, h6, h10 the reported event was unable to be confirmed due to limited information received. No device was returned to nuvasive for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...preoperative warnings: care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage, and from corrosive environments. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...warning, cautions and precautions: potential risks identified with the use of this device system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...postoperative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
No product returned. No revision completed so product is still in-situ. Per surgeons perogative the patient was completely fused and no revision is required. No radiographs or images were provided so the complaint could not be confirmed. It is unknown if the patient followed post-operative physical restrictions or possible suffered a fall. No root cause could be determined due to a lack of information provided. No additional investigation can be completed. Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...". "...preoperative warnings: care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage, and from corrosive environments. Devices should be inspected for damage prior to implantation. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...". "...warning, cautions and precautions: potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation...". "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone...". "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant...". "...postoperative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques...".

Event description:
On (B)(6) 2018 a patient underwent a spinal surgery. In (B)(6) 20219, during a follow-up appointment a fractured screw was found at c5. The surgeon decided to not perform a revision surgery due to satisfaction with the fusion.